Event description:
The customer reported noticing a leak from the cap piercer of the unicel dxc 800 pro synchron system. The customer stated that fluid from the cap piercer was leaking onto the top of patient sample tubes during instrument operation. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and protective eyewear at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a leak and overflow of fluid from the cap piercer wash station. The fse then discovered an obstruction in the cap piercer assembly and tube #118 which the fse described as rubber cap sample debris. The fse proceeded to replace the cap piercer waste drain valve to resolve the issue and no further leaks were observed.